Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: excessive glue noticed on tip of probe and partially on side of electrode face. Probable root cause: manufacturing non-conformance, shipping damage, gtin: (B)(4).

Event description:
It was reported that residual glue was noticed on the tip of the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residual glue was noticed on the tip of the device.